Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (100 mcg/ml at 276 mcg/day) via an implantable infusion pump. It was reported that the patient presented with acute withdrawal symptoms a couple days ago and was admitted to the hospital. It was noted that the symptoms resolved with the administration of oral baclofen. A catheter study was performed today and no issue were noted. The hcp will be adjusting the pump settings and monitor the patient for any other issues.